Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was repositioned for an unknown reason. The implantable pulse generator (ipg) was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only the ipg was repositioned and later revised. It was also reported that the patient experienced a 'pocket decubitus'. No further patient complications have been reported as a result of this event.